Event description:
It was reported that during a laparoscopic colon procedure, the fsw01 had loose contact. The case was completed with a like device with no pt consequence. No further info is available.